Event description:
It was reported that the 2600 system had a cross motion error message and the filer was stuck. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The filmer assemblies were cleaned and lubricated during the svc call. The system was tested, and found to be working as intended, and put back into svc.